Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. There was a problem unloading the device, it was stuck. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, used a new reload. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were fully fired. The jaws of both reloads would not close fully and sub-flush staple pushers were noted on both reloads. Microscopic evaluation noted that one of the reloads had damage to the cutting edge of the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. However, the investigation detected a secondary condition of obstruction that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. There was a problem unloading the device, it was stuck. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, used a new reload. There was no patient harm. The patient outcome is alive, no injury.